Event description:
The customer reported via the sales rep that whilst using a size 11 ceramic femoral cutting block, the ceramic rod came loose and came out of the side of the block. It is further reported that when the surgeon attempted to push the rod back into the block, the surgeon received a cut in his left index finger. The surgeon's cut was treated with antiseptic glue. It is further reported that whilst using the cutting block there was smoke appearing. Another unit was used to complete the procedure with a delay of approximately 10 minutes. Upon examination, it was found that there was 1 cm of ceramic missing. The patient was checked, however, the missing piece could not be located.

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.